Event description:
The customer reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was performing the air removal step incorrectly when filling the cartridge. Tandem technical support educated customer how to perform the air removal step when filling the cartridge. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.